Manufacturer narrative:
The vacuum nozzles of the analyzer were checked and it was observed that the vacuum block was clipping the reaction cells. Cuvette fill levels were low, so the rinse water fill levels were adjusted. Ise checks were performed and were acceptable. An o-ring was missing from a block which connected the reference electrode, so this was replaced. The issue was determined to be caused by a bent nozzle. The nozzle was set back to its original position and the customer has not had any additional issues since this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The customer also received ise noise and ise system reagent errors during the time of the issue. The sample initially resulted in a na value of 102 mmol/l and repeated as 137 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The device, component, and evaluation result codes have been updated.